Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that since getting the permanent device they are still wearing depends (one per day instead of 3) but it is wet. Pt said they were devastated. Reviewed some therapy optimization information, stim sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered and worked with pt and their spouse to make a therapy adjustment, change programs and increase confirming comfortable sensation. Pt will monitor the effect and continue working with their doctor.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that since getting the permanent device they are still wearing depends (one per day instead of 3) but it is wet. Pt said they were devastated. Reviewed some therapy optimization information, stim sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered and worked with pt and their spouse to make a therapy adjustment, change programs and increase confirming comfortable sensation. Pt will monitor the effect and continue working with their doctor.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were struggling with getting the therapy to work right. The patient stated they have changed the intensity and changed the programs from 3 to 1 and now they think they were on program 2. The patient said they turn it up because it seems like they hardly feel it and they probably turn it too high anyway. Agent asked if patient was getting at least 50% relief in baseline symptoms and patient stated "not yet". The patient stated that sometimes they get encouraged and think it's starting to work, but then all of a sudden they were wetting their pants in a position where they were not expecting it to happen and they can't get to the bathroom in time. The patient noted they also had a problem because when they go to "put it in" the actual implant and they make it turn and go down; at the place where it turned and went down it wasn't healed and then when it felt like healed they had something sticking out, they had an appointment for an x-ray and before they went for that x-ray it went away and they thought it was a stitch or something. The patient requested manufacturer representative (rep) to contact them. Emailed rep. The patient was redirected to their healthcare provider (hcp) to further address the issue.